Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device has battery-related errors. The device was reported to be outside of use at the time of the reported problem. There was no patient harm reported. It was reported that the battery is over 8 years old. Per user manual, the battery is recommended to be replaced 5 years from its manufacture date. The device was sent to bench service for evaluation and repair. The bench service engineer (bse) replaced the v60 lithium ion battery and completed the testing and verification procedure for the ventilator. The devices factory settings were restored. The necessary verifications were completed to certify the restoration of the conditions prior to the device issue. At this time, the defective component has not been received for failure analysis. Further evaluation will be performed once the component is received, and an additional report will be submitted.